Event description:
It was reported the patient's device showed a power on reset (por) message. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted late due to implementation of process improvement.